Event description:
It was reported that the inner housing of the device broke during a procedure and a new unit was used to complete the surgery without delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the inner housing of the device broke during a procedure and a new unit was used to complete the surgery without delay.

Manufacturer narrative:
Please discard medwatch report 0002936485-2013-00205. This incident was previously reported in medwatch report number 0002936485-2013-00120.